Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was unable to remain powered up while the power cord was connected all the way into an extension cord, but it did remain powered up if the cord was connected only partially into the extension cord. A new power cord was sent to the patient, but with that cord the monitor was not able to receive any power at all. The monitor had transmitted successfully prior to the call. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the output from the power supply was out of specification.